Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference number 3002808486-2020-01137. Additional information provided determined that this device was manufactured by (new manufacturer). With the submission of this initial report, (new manufacturer) informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional investigation: the following allegations have been investigated: thrombus (occlusion), unable to remove, anxiety, depression, fear, physical limitations. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, depression, fear, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot . The associated work order was reviewed. No related/relevant notes were documented . The device is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2004 via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe); followed by an unsuccessful percutaneous filter retrieval on (B)(6) 2019. Patient is alleging device is unable to be retrieved and thrombus occlusion. Patient notes and further alleges experiencing "I live with the anxiety of having a filter that could fail further at any time, but that cannot be retrieved", physical limitations as well as depression. Per the (B)(6) 2019 unsuccessful filter retrieval: "impressions: 1. Redemonstrated chronic occlusion of the ivc from the level of the inferior vena cava filter through the bilateral iliac veins. 2. Unsuccessful attempts at filter retrieval including with attempts to free the apex of the filter with rigid bronchoscopy forceps, and balloon angioplasty repositioning. 3. The apex of the ivc filter superior to the right renal vein makes stenting through the filter difficult as the right renal vein would be at risk of thrombosis. 4. Successful balloon angioplasty of the chronically occluded ivc and right iliac veins". Per the (B)(6) 2019 venogram with attempted angioplasty: "impression: 1. Bilateral pelvic venogram and inferior vena cava venogram demonstrating chronic thrombosis of the bilateral iliac system and inferior vena cava including the filter. There is flow from the right renal vein. The filter appears to be covered with smooth thrombus. Unsuccessful recanalization of the right iliac system. 2. Angioplasty of the left common iliac vein common angioplasty of the inferior vena cava through the thrombosed caval segment". Original: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2014. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."